Event description:
The customer reported that when the unit is turned on, there are white streaks and sometimes a color change on the display. This could impact the delivery of therapy. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.